Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented blood glucose of 68 mg/dl and approximately two hours under 70 mg/dl; the device provided low and urgent low alerts, and a trainer had recommended a factory reset, which the user plans to complete later. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included no emergency treatment, no hospitalization, and self-management without carbohydrate intake at the time of the call. Investigation included complaint intake, triage, and user education on hypoglycemia recognition and correction, along with discussion of a potential factory reset as troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.